Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) fuses had been blown out. There was no patient involvement.

Manufacturer narrative:
Additional contact information: event site postal code-(B)(6). Event site state- (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) machine not working on mains supply. It occurred during routine check and no patient was involved. A getinge field service engineer (fse) checked the machine and found fuses blown out, replaced the fuses with new one. Checked the machine functionality found ok. Handed over the machine in working condition.